Event description:
The hp stated she replaced only the cassette not the supply bags trying to resolve the alarm in prime. The technical service representative (tsr) advised the hp you can't replace one or the other must replace all the supplies if they are in question. This keeps the hp safe from air and infection. The tsr advised the hp would need to reset up again with new supplies. (B)(4) contacted home patient (hp) on (B)(6) 2011. The hp was able to complete therapy with new supplies. The hp stated she was not connected to the homechoice (hc) when she called on (B)(6) 2011. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for reusing single use supplies was confirmed due to the use error described by the patient. Reuse of disposables occurred when the patient replaced the cassette, but not the solution bags in response to a check lines and bags alarm. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.